Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was not there when removed the sensor. The customer¿s blood glucose value at time of incident was unknown. The customer was reported that sensor was damaged. Customer declined troubleshooting. The sensor will not be returned for analysis.